Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call insulin pump had hardware low level failure error. The customer¿s blood glucose was unknown. Customer states wife was in the hospital for heart surgery and was not on the pump for a week last month. Not diabetes related. Customer states they were able to clear and rewind the pump. The customer did not pass the self test. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test and self test and connected successfully to a test guardian link (3). Hardware low level failures. Alarm confirmed in the pump history (variableinfo=3) due to broken trace at pin6, keypad assembly.